Event description:
Claims on occasion, the smart drive device reportedly will engage a drive command without any physical contact with the control buttons. No injuries were reported as a result.

Manufacturer narrative:
Service provider reported the end-user made claim of the smartdrive device having engaged a drive command without having depressed any buttons on the switch controls. The provider reported they were unable to replicate to confirm, and requested a full evaluation be performed by permobil. Suspect smartdrive and switch controls were returned to permobil for evaluation, and through inspection and testing, both the smartdrive and switch controls were found free of physical defects and remained fully operational throughout functional testing evaluation/inspection. As the device and its components were found fully operational, permobil is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.